Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2014 during revision augmentation surgery. Post implant on (B)(6) 2014, pt reported right side breast redness, irritation, pain, and the implant "went up and feel hard." Physician stated pt prescribed keflex to treat breast redness, however, the event did not resolve. Seri and concomitant breast device later "extruded" through the skin, and were subsequently fully explanted on (B)(6) 2014. During explant surgery, physician noted 0% tissue integration, and the explanted seri device was described as "yellowy" from possible seroma.

Manufacturer narrative:
Further info from the reported regarding the event and product details has been requested. No additional info is available at this time. The events of extrusion, erythema, and tissue non integration are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because med intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same pt reported under MDR ID #3008374097-2014-00069 (allergan complaint (B)(4)).